Manufacturer narrative:
H.6. Investigation: during DHR review ¿ qn(B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective actions were applied per control plan ¿ all required challenge samples, set-up and in process testing were performed in accordance with the control plans received one nexiva 20ga extension assembly within an open package from lot number 8235504. Visual evaluation: the extension tubing of the unit received was disconnected from the winged adapter port. No traces of adhesive were observed on the extension tubing traces of adhesive were observed outside of the adapter port the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. CAPA#684099 was initiated.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: nexiva 20g extension set disconnected. 1. Nurse inserted nexiva 20g into patients right cephalic vein at 1115 hrs, 2. Nurse checked the patency of line (aspirated had blood return, took 5ml of blood for investigation prior to chemotherapy, and flushed line). Line was patent, no difficulty of flushing, no leaking found, 3. Nurse connected patients' line to IV drip nacl 0.9% via gravity infusion, 4. After 1 hour of infusion, 100mls had gone into patients' line, then patient complained found leaking at IV site, 5. Nurse checked the line, aspirated and flushed, but found leak at extension connection, and also found that extension had came out/disconnected from its normal alignment, 6. Nurse removed the IV line from patients' hand. Patient didn't complain pain.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: nexiva 20g extension set disconnected. Nurse inserted nexiva 20g into patients right cephalic vein at 1115 hrs. Nurse checked the patency of line (aspirated had blood return, took 5 ml of blood for investigation prior to chemotherapy, and flushed line). Line was patent, no difficulty of flushing, no leaking found. Nurse connected patients' line to IV drip nacl 0.9% via gravity infusion. After 1 hour of infusion, 100 mls had gone into patients' line, then patient complained found leaking at IV site. Nurse checked the line, aspirated and flushed, but found leak at extension connection, and also found that extension had came out/disconnected from its normal alignment. Nurse removed the IV line from patients' hand. Patient didn't complain pain.